Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include weakness and vomiting. The patient reports after multiple boluses their blood glucose level had not decreased. The patients spouse had called the ambulance. Once at the hospital the patient was diagnosed with stage 3 kidney disease and high blood glucose levels. The patients pod was removed. The patient was treated with a insulin drip. The patient was discharged from the hospital the following day. The patients pod will not be returned as it has been discarded.